Event description:
It was reported that the patient had a shocking or jolting sensation at the implantable neurostimulator (ins) location. The patient felt shocking sensation in ins pocket when he turned up the amplitude. It happened about 50% of the time. It didn't happen when the ins was off. This started happening when the manufacturer's representative changed electrode combinations at the last programming session about 2 weeks ago. All the impedances looked good between 800 and 1100. Additional information was reported that an impedance test was performed and it was unremarkable. There was not any malfunction. Reprogramming was performed for different parameters to see if it would result in any change. The patient outcome was unknown at this time.

Manufacturer narrative:
Product ID 8583, lot# n301365, implanted: (B)(6) 2011, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n297344, implanted: (B)(6) 2011, product type screening device. (B)(4).